Event description:
This system was removed due to twiddlers syndrom. This is all of the available information at this time. This file will be updated if new information is provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.